Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the cartridge tubing was kinked resulting in an "high" blood glucose (bg) level; bg level was not provided. Supply changes were performed to address bg level and resolve the issue.